Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Evaluation results: the device was not returned to zoll medical corporation for evaluation. Instead, the device was evaluated by an approved service provider. During the investigation, it was found that the user attempted repair of the device. As a result of the device being tampered with root cause could not be firmly established. The rear case was replaced. The device was recertified and returned to the customer. Reports of this nature are typically not submitted. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device has loose hardware. Complainant indicated that there was no patient involvement in the reported malfunction.